Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare¿ active ingredient(s) triclosan dosage form suture/solid/parenteral strength = 275 ¿g/m. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event needle detaching: does it mean that the needle detached/pulled off from the suture/thread? If yes, please specify when the event needle detaching occurred (found in the package, or pull off during removal from the package/dispensing, or during use on the patient)? Device return status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an animal surgery on (B)(6) 2021 and the suture was used. It was also reported that the needle is detaching. Additional information has been requested.